Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The lower shaft is fractured at the centerline of the pivot pin. The location and amount of force required to induce fracture of the shaft is consistent with overload.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the tip of the pituitary was broken during an unknown spinal procedure. The tip did not fall into the patient and was recovered. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.